Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was pump loosing 10 units of insulin. There was no further information given and troubleshooting was not completed. The reporter could not be reached for further information. There was no indication that the product caused or contributed to an adverse event. This report is not being reported because there was no allegation that the pump had affected insulin delivery.